Manufacturer narrative:
All available information was investigated and the reported issues could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. It should be noted in the instructions for use (IFU) that sections 31.2 and 32.1.3 both state to ¿establish final arm angle¿. Therefore the test of final arm angle should be performed twice prior to final deployment. As it was reported that efaa was tested only once this is considered a deviation from the instructions for use and the deviation may have prevented detection of the reported clip opening after efaa. Based on the returned device analysis and the information provided, the reported improper or incorrect procedure or method is the result of the user deploying the clip without performing a second test of establishing final arm angle (efaa). A conclusive cause for the reported clip opening after establishing final arm angle cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the third clip that deployed prior to line removal and the clip opening after deployment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr) with a flail and prolapse on the anterior leaflet. 2 mitraclip xts had already been placed: the first was placed on the lateral side of a2/p2, the 2nd was placed just lateral to the 1st clip, and the 3rd clip (the clip with an issue) was to be placed lateral to the 2nd. The 3rd clip was placed on the mitral valve, leaflet capture was confirmed, and the team all agreed to deploy the clip. The first efaa (establish final arm angle) was performed without issue. The arm positioner knob was tightened after efaa, then the knob was returned to loose neutral. The lock line was removed. 2nd efaa was not performed (a deviation from the IFU which is typical for this operator). The release pin was removed. The arm positioner knob was turned in the "open" direction, fully exposing the groove. The actuator knob was turned 8 times in the clockwise direction. The actuator knob was pulled back 0.5cm, and at this point it was visualized on fluoroscopy that the clip deployed before the gripper lines were retracted, and then the gripper lines were retracted. This lab uses bi-plane fluoroscopy, and at this point the team noticed on the lateral view that the clip opened to approximately 45 degrees. The clip was stable; it did not move. The team did not feel comfortable trying to place another clip next to it in order to further lower the mr because of concerns it might disturb this 3rd clip that just opened. The procedure was completed with mr grade 2. There were no adverse patient effects and no clinically significant delay in the procedure. The next day, the patient was reported to be feeling much better and sitting up in bed. There was no additional information provided.